Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient required assistance using the ex ternal devices. The patient was not able to communicate w/ the ins. The patient said they are not sure where the ins was. While repositioning the communicator the patient mentioned having pain above their buttocks more towards their spine.